Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in hospital after receiving inappropriate therapy due to noise. The noise was caused by epileptic seizures. The pt was diagnosed as a non-arrhythmic pt. Lead was capped per the pts request.